Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. For this sample, the CT value generated with the cobas liat test is consistent with a low titer sample near the limit of detection (lod). The discrepancy seen could be due to the differences in the tests' sensitivities, with the cobas liat test being more sensitive compared to the cepheid genexpert. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer reported the generation of false positive sars-cov-2 result for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10315t). A retest of the same sample was performed on a cepheid analyzer, and a negative result for sars was generated. The positive result was originally reported but the sample was then retested. No harm or injury was indicated.